Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("dysfunctional uterine bleeding / heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and clinically significant/intervention required), metrorrhagia ("bleeding in between cycles"), abdominal pain ("abdominal pain"), menorrhagia ("heavy menstrual periods / frequent passing of large clots during periods"), uterine enlargement ("swollen uterus"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("abnormal vaginal discharge"). The patient was treated with oral contraceptive nos and surgery (on (B)(6) 2013, hysteroscopy and pelvic ultrasound). At the time of the report, the dysfunctional uterine bleeding, abdominal pain and rash had not resolved and the metrorrhagia, menorrhagia, uterine enlargement, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered dysfunctional uterine bleeding, metrorrhagia, abdominal pain, menorrhagia, uterine enlargement, rash, dysmenorrhoea and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2013, plaintiff underwent a hysteroscopy and pelvic ultrasound due to dysfunctional uterine bleeding which were all normal. An endometrial biopsy was also performed, and she was prescribed oral contraceptives to treat the bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: hysteroscopy result was normal and ultrasound scan result was normal. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and dysfunctional uterine bleeding / heavy bleeding. This event is anticipated in the reference safety information for essure. Coils were not removed until time of this report. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, this event was assessed as related to essure use. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dysfunctional uterine bleeding / heavy bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), metrorrhagia ("bleeding in between cycles"), abdominal pain ("abdominal pain"), menorrhagia ("heavy menstrual periods / frequent passing of large clots during periods"), uterine enlargement ("swollen uterus"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("abnormal vaginal discharge"), pelvic pain ("worsening pain") and genital haemorrhage ("worsening abnormal bleeding"). The patient was treated with oral contraceptive nos and surgery (on (B)(6) 2013, hysteroscopy and pelvic ultrasound). Essure treatment was not changed. At the time of the report, the dysfunctional uterine bleeding, abdominal pain and rash had not resolved and the metrorrhagia, menorrhagia, uterine enlargement, dysmenorrhoea, vaginal discharge, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, rash, uterine enlargement and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2013, plaintiff underwent a hysteroscopy and pelvic ultrasound due to dysfunctional uterine bleeding which were all normal. An endometrial biopsy was also performed, and she was prescribed oral contraceptives to treat the bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2013: results: normal. Ultrasound scan - on (B)(6) 2013: results: normal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('dysfunctional uterine bleeding / heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required), intermenstrual bleeding ("bleeding in between cycles"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("heavy menstrual periods / frequent passing of large clots during periods"), uterine enlargement ("swollen uterus"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("abnormal vaginal discharge"), pelvic pain ("worsening pain") and genital haemorrhage ("worsening abnormal bleeding"). The patient was treated with oral contraceptive nos and surgery (on (B)(6) 2013, hysteroscopy and pelvic ultrasound). Essure treatment was not changed. At the time of the report, the abnormal uterine bleeding, abdominal pain and rash had not resolved and the intermenstrual bleeding, heavy menstrual bleeding, uterine enlargement, dysmenorrhoea, vaginal discharge, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, rash, uterine enlargement and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2013, plaintiff underwent a hysteroscopy and pelvic ultrasound due to dysfunctional uterine bleeding which were all normal. An endometrial biopsy was also performed, and she was prescribed oral contraceptives to treat the bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2013: results: normal. Ultrasound scan - on (B)(6) 2013: results: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2021: mr received. Reporter information, patient's demographic details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dysfunctional uterine bleeding / heavy bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), metrorrhagia ("bleeding in between cycles"), abdominal pain ("abdominal pain"), menorrhagia ("heavy menstrual periods / frequent passing of large clots during periods"), uterine enlargement ("swollen uterus"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("abnormal vaginal discharge"), pelvic pain ("worsening pain") and genital haemorrhage ("worsening abnormal bleeding"). The patient was treated with oral contraceptive nos and surgery (on (B)(6) 2013, hysteroscopy and pelvic ultrasound). Essure treatment was not changed. At the time of the report, the dysfunctional uterine bleeding, abdominal pain and rash had not resolved and the metrorrhagia, menorrhagia, uterine enlargement, dysmenorrhoea, vaginal discharge, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, rash, uterine enlargement and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2013, plaintiff underwent a hysteroscopy and pelvic ultrasound due to dysfunctional uterine bleeding which were all normal. An endometrial biopsy was also performed, and she was prescribed oral contraceptives to treat the bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2013: results: normal. Ultrasound scan - on (B)(6) 2013: results: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Reporter and indication added. Events worsening abnormal bleeding and worsening pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("dysfunctional uterine bleeding / heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), metrorrhagia ("bleeding in between cycles"), abdominal pain ("abdominal pain"), menorrhagia ("heavy menstrual periods / frequent passing of large clots during periods"), uterine enlargement ("swollen uterus"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("abnormal vaginal discharge"). The patient was treated with oral contraceptive nos and surgery (on (B)(6) 2013, hysteroscopy and pelvic ultrasound). At the time of the report, the dysfunctional uterine bleeding, abdominal pain and rash had not resolved and the metrorrhagia, menorrhagia, uterine enlargement, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal pain, dysfunctional uterine bleeding, dysmenorrhoea, menorrhagia, metrorrhagia, rash, uterine enlargement and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2013, plaintiff underwent a hysteroscopy and pelvic ultrasound due to dysfunctional uterine bleeding which were all normal. An endometrial biopsy was also performed, and she was prescribed oral contraceptives to treat the bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2013: normal. Ultrasound scan - on (B)(6) 2013: normal. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and dysfunctional uterine bleeding / heavy bleeding. This event is anticipated in the reference safety information for essure. Coils were not removed until time of this report. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, this event was assessed as related to essure use. This case was regarded as incident since intervention was required. Other nonserious events were also reported. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation; therefore, the complaint could not be evaluated in greater detail. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.